Event description:
It was reported the pt's ipg is not operable. It was also reported a medical assistant attempted to establish communication between the pt's ipg using other external devices, but to no avail. The pt will meet with the sjm rep at a future date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her entire scs system was explanted.

Manufacturer narrative:
UDI (di): (B)(4). This ipg was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.